Manufacturer narrative:
(B)(4). (Reload b): h51x83 (batch #); exp date = 05/23/2016. (Reload b): (B)(6) 2011. No device returned. The analysis results found that two reloads were received in good visual condition. Reload a had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing; reload b was received with the swing tab in the locked position, the left side fully fired, and the right side unfired. It could not be determined how this happened as no instrument was received for analysis. The returned reload a was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, only the proximal could be closed; the distal part of the jejunum could not be closed after the third firing. Changed the fourth reload unit but still had same problem. The surgeon used hand sewing to pin up the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.